Manufacturer narrative:
The alleged inspection found that the power load was displaying an error during installation due to a defective control board. The power load would still be able to be used in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported that the power load is unable to load the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power load is unable to load the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.